Event description:
It was reported that during an unspecified procedure, when threading the 4.5mm ti twinfix ultra anchor, it gave resistance in the bone and broke at the end of the thread. The material was completely removed, with the aid of tweezers. The surgeon used a perforator with an auxiliary wire to facilitate the entry of the material. The surgery was resumed without any surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that no burrs, cracks, or contamination is allowed. A certification of compliance to material and processing specifications is required. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a patellar tendon reconstruction, when threading the 4.5mm ti twinfix ultra anchor, it gave resistance in the bone and broke at the end of the thread. The material was completely removed, with the aid of tweezers. The surgeon used a perforator with an auxiliary wire to facilitate the entry of the material. The surgery was resumed without any surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).